Manufacturer narrative:
Summary of evaluation: evaluation result received from howmedica leibinger gmbh indicate that the root cause of this event could not be ascertained. The remaining inventory was inspected and all the product was in compliance with engineering specifications. No other complaint of this type has been reported for this device. Thereeore, this event would be considered an isolated incident.

Event description:
Upon incoming inspection of stock, it was noticed that part of the catalog number was missing from the screwdriver blade. This event did not occur during a surgical procedure.